Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was found during preventive maintenance. According to received information, the pull magnet was found defective and its replacement solved the issue. Device logs are unavailable. The defective part has been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator had a leakage. There was no patient involvement.manufacturer's ref. #: (B)(4).